Event description:
This was an emergency use case for the use of a 34mm cuff. However, the issue was not with the 34mm cuff. It was with the bifurcated device implanted prior to the cuff. The bifurcating device was implanted via a percutaneous route. During withdrawal of the delivery system, the cardiologist applied pressure to the percutaneous site to minimize teh bleeding, while the physician continued to retract the delivery system. Due to excessive pressure from the delivery system, the catheter got hung up at the percutaneous site and separated at the front sheath. A cutdown was performed to retrieve the front sheath without incident. The patient is doing well.